Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon evaluation, the trunk cable was cut and the red (can h) was severed. The cause of the code 204 is the damaged wire. The root cause of the damaged wire is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.